Manufacturer narrative:
Date of implant reported as (B)(6) 2017, exact date is not known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient was implanted with the proximal femoral nail antirotation (pfna) nail in (B)(6) 2017 for repair of femoral subtrochanteric fractures. A non-synthes cable was also wound around the fractured area. It was noted around the end of 2017 that the cable was loose. Surgeon also noted the fracture had re-opened. Patient was monitored until reporting an uneasy feeling when standing up. On (B)(6) 2018, surgeon confirmed that the nail was broken. Patient was returned to surgery on (B)(6) 2018 where surgeon removed the broken nail and revised patient to a longer pfna nail. Surgery was completed successfully. This report is for one (1) pfna nail this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient ethnicity is unknown. Part: 473.063s; lot: 7857702; manufacturing site: (B)(4); release to warehouse date: april 19, 2012; expiry date: april 01, 2022; the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate (B)(4) was reviewed and the used material was according to iso-(B)(4) specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The proximal femoral nail implants design & clinical risk management document addresses this complaint condition. The complaint is adequately addressed by the risk assessment. Manufacturing investigation summary: a DHR review was performed for the affected work order (B)(4)/lot 7857702. During the review, no non-conformances (ncs) or dcos were found. Therefore, no abnormalities or deviations were detected which could lead to the complaint description. The outer (9 mm) and inner diameter (4.4 mm) were measured and have fulfilled the specifications. Besides, during the manufacturing process these features were inspected through the inspection sheet and the whole lot has passed its specifications. Therefore, any manufacturing issue has been excluded. The raw material certificate was checked and the used raw material has fulfilled the specifications. Based on the investigation result, this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view, the relevant features were measured and have fulfilled its specifications (see dimensional inspection section) as well as in the manufacturing documentation no issue was identified. Due to no manufacturing issue was identified and this complaint is not valid, therefore no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D11: therapy date is unknown date in (B)(6) 2017. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An update on the patient¿s status/outcome was reported. The patient underwent partial weight bearing for one to two weeks after the revision. In a month and half from the revision, she will start full weight bearing. She is expecting to leave the hospital in the middle of (B)(6) 2018. Possible fracture causes: plate's metal fatigue due to nonunion. The nonunion may have been attributable to atypical fracture and decreased metabolism due to prescribed medicine. Concomitant devices reported: pfna-ii blade l75 tan (part 04.027.050s, lot l407929, quantity 1); bolt ø4.9 self-tap l30 tav green (part 459.300vs, lot 5916216, quantity 1); bolt ø4.9 self-tap l32 tav green (part 459.320vs, lot 5923355, quantity 1); pfna-ii end cap extens. 0 tan (part 473.170s, lot l391315, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. On previous follow up, date of awareness should have been reported as (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.